Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pericardial effusion which required a pericardiocentesis. The physician elected to revised the right atrial (ra) lead and right ventricular (rv) lead. The leads remain in use. No further patient complications have been reported as a result of this event.